Manufacturer narrative:
On (B)(6) 2015, the r&d project manager inspected the retrieved instrument: tip of the instrument (torx key) fitting the implant recess broke off in two pieces. Breakage appearance suggest high torque level applied by the surgeon, as described by the info provided. User error (use of a t-handle and no tapping of sclerotic bone). On (B)(6) 2015 the r&d director said that he talked on the phone with the surgeon that mentioned that the patient had super hard bone. Therefore he switched from a straight to a t-handle and tried to insert the screw with both hands. This looks like an extreme situation where he should have tapped first in order to avoid instrument failure. Batch review performed on 04 january 2016: lot 1550173: (B)(4) items manufactured and released on 24 june 2015. No anomalies found related to the problem. Similar case reported on item of the same lot (MDR (B)(4)).

Event description:
Revision posterior fixation t10-s2 following a 3 level xlif. During the insertion of a 7x50mm polyaxial, solid must screw in a revision case the tip of the screwdriver broke. The level (l3 left) was previously instrumented with a 6x50mm screw of another company. Because the surgeon had difficulties advancing the screw further when inserting the screw, he decided to switch from a straight ratchet handle to a t-handle. In addition he used both hands on the t-handle to advance the screw. The surgeon was able to insert the screw just fine but the piece which broke off must have remained inside the head of the screw.

Manufacturer narrative:
On 03 march 2016 it was prepared a final report with the information already submitted in the initial report. On 10 march 2016 the report was sent to the initial reporter and the case was closed.